Event description:
The physician used a wilson-cook howell dash sphincterotome to perform an ercp procedure. When the device was bowed during the sphinctrerotomy the cutting wire broke and a small piece of the cutting wire detached and was lost in the small bowel. At physician's discretion no attempt was made to retrieve the small piece of cutting wire. Post procedure pt's condition was stable.